Manufacturer narrative:
The manufacturing date has been updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor patch and no issues were observed. Observed that the adhesive patch was intact and attached to the mount of the puck and correctly positioned. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. Sensor applicator and container have not been returned. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the sensor applicator and container are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported experiencing an adverse skin reaction while wearing the adc freestyle libre, with symptoms described as redness, rash, and burning sensation that occurs in the first few hours of sensor wear. The customer had contact with his general practitioner, who prescribed cortisedermyl (hydrocortisone, a corticosteroid) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction while wearing the adc freestyle libre, with symptoms described as redness, rash, and burning sensation that occurs in the first few hours of sensor wear. The customer had contact with his general practitioner, who prescribed cortisedermyl (hydrocortisone, a corticosteroid) for treatment. There was no report of death or permanent impairment associated with this event.